Manufacturer narrative:
Batch review performed on 10-aug-2023. Lot 2209538: (B)(4) items manufactured and released on 01-jul-2022. Expiration date: 2027-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
At about 8 months after the primary, the patient came in reporting stiffness and tightness. The surgeon revised the tibial insert (10mm) with an insert of the same thickness (10mm) and performed a synovectomy. The surgery was completed successfully.